Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted transthoracic esophagectomy neck anastomosis surgical procedure, there was a burnt spot between the jaws of the 8mm maryland bipolar forceps instrument. The procedure was completing as planned with no reported injury.